Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 7-may-2017: quality safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and reported adverse events including pain/pelvic pain and heavy bleeding (understood as genital haemorrhage). The plaintiff underwent hysterectomy. Essure was removed on (B)(6) 2016. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. According to the product technical analysis, there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included cholesterol levels raised, depression, anxiety and polymenorrhagia. Concomitant products included ibuprofen and sertraline. On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea /cramping /pain is cyclical"). In may 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), menstruation irregular ("menses are irregular") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2016: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, diarrhoea and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included cholesterol, depression and anxiety. Concomitant products included sertraline. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea /cramping /pain is cyclical"), diarrhoea ("diarrhea.") And menstruation irregular ("menses are irregular"). The patient was treated with surgery ((B)(6)2016: hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, diarrhoea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, dysmenorrhea /cramping /pain is cyclical, diarrhea, menses are irregular and she did not undergo essure confirmation test added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included cholesterol levels raised, depression, anxiety and polymenorrhagia. Concomitant products included ibuprofen and sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea /cramping /pain is cyclical"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), menstruation irregular ("menses are irregular") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2016: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, diarrhoea and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "cramping" added, events- "pain/pelvic pain, back pain, cramping, diarrhea" outcome updated to "recovered / resolved", reporter added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and reported adverse events including pain/pelvic pain and heavy bleeding (understood as genital haemorrhage). The plaintiff underwent hysterectomy. Essure was removed on (B)(6) 2016. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.